Event description:
Reporter indicated that the pt was having an increase in seizures. Reporter feels that the seizures are due to vns battery end of service however, systems diagnostics show that the generator is not at end of service. The vns generator was replaced and attempts are in progress to have it returned for analysis.